Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 0001822565-2020-02651.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 0001822565-2020-02651.

Manufacturer narrative:
Concomitant medical products: stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems, catalog#: 00585204035, lot#: 62954564. Articular surface with segmental hinge post size c 20 mm height, catalog#: 00585003020, lot#: 62225153. Distal femoral component for cemented use only in the USA size c right, catalog#: 00585001302, lot#: 62649393. Fluted stem extension straight precoat for cemented use only 14 mm diameter 190 mm length, catalog#: 00585205214; lot#: 60852720. Polyethylene insert size c, catalog#: 00585001395, lot#: 63204132. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to patellar pain. The patient has undergone a total of three revision surgeries.